Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices were tested with in-house clinical negative hcg serum samples and low concentration standards of 2 miu/ml and 5 miu/ml. Retention and returned devices tested with clinical negative serum sample and 2 miu/ml hcg serum control yielded expected negative results. Retention and returned devices tested with 5 miu/ml simulated hcg serum sample produced some positive results. Manufacturing batch record review did not uncover any abnormalities. Two serum samples were returned for investigation. These samples were from patient collected at 16:00 and 19:30 on (B)(6) 2018. Hcg quantitative analysis was performed on these samples and were determined to be 5.6 miu/ml and 5.9 miu/ml, respectively. Samples were tested on retention product (2 replicates per sample). One replicate from the 16:00 sample produced a positive result. The remaining results were negative. Testing was performed to determine if sample interference was a possible cause. However, the results were inconclusive. Returned devices were tested with in-house clinical negative hcg urine samples and produced expected negative results. The issue of positive results from low level hcg samples was escalated.

Event description:
It was reported that a (B)(6) year old female had an elective "tummy tuck" procedure scheduled at the medical center. An hcg combo cassette was administered as part of the pre-op procedure and a false positive serum result was obtained. The patient had menopause 10 years prior. The same serum sample was used to test on the vista dimension 500. The result was not available but the customer stated it was not consistent with a patient that was pregnant. The patient opted to get her procedure performed at another facility due to the false positive result. A second serum hcg quant test was done at a lab and the result was not consistent with a patient that is pregnant. The test result and date of the test at the lab was not provided. Although requested, no further information was provided. Troubleshooting occurred with a review of the intended use/limitations of the cardinal health hcg combo cassette rapid test per the pi.